Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was post paced t-wave over-sensing. The patient was asymptomatic. Further information was requested but not received.